Manufacturer narrative:
The previously reported conclusion code is being updated.

Event description:
The manufacturing representative later stated that she met with the patient a couple of weeks ago and the motor stall never recovered. She stated that the patient had some minor withdrawal symptoms, which have been treated with oral medications. She stated that the patient does not want the pump replaced and is trying to decide whether to remove the pump or just stop the pump. No further information was available.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. Corrosion and/or wear and/or lubrication was seen as well as a stall due to shaft-bearing.

Event description:
On 2015-09-08, additional information was received from a consumer via a device manufacturer representative (rep). The patient was receiving clonidine 500 mcg/ml at a dose of 3.02 mcg per day and bupivacaine 2.5 mg/ml at a dose of 0.0151 mg per day. The lot numbers and other concomitant medications were not able to be obtained. The patient's medical history was not known. Per the consumer, the motor stall reportedly occurred on (B)(6) 2015 at 2:12 however this was different than the previously reported motor stall information. As previously reported the patient had heard the pump alarm going off and called their clinic. They then went into the clinic where the device was interrogated. The pump was later replaced with a new 40 cc pump. The issue was considered resolved. The patient's status at the time of report was listed as alive, no injury. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving bupivacaine and clonidine (unknown dose and concentration) via an implantable infusion pump. The indication for use was noted as non-malignant pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2015 the manufacturing representative was informed that the patient reported hearing an alarm only at night, the patient's wife reported a tri-tone beep. The health care professional also reported that the patient's wife reported hearing 3 beeps from somewhere once a night over the past 2 nights. The wife was unsure where the alarm was coming from. The health care professional educated the patient's wife as to what alarm sounds the pump makes. The pump alarm at the time was set to 1hr. The patient experienced sudden symptoms of being sick; muscle aches, horrible headache and throwing up/vomiting, the symptoms begun on (B)(6) 2015 (symptoms also reported to have started on (B)(6) 2015). The health care professional was questioning if patient had been taking his oral opiates because if they had not been, this could explain the withdrawal type symptoms. No specifics were given regarding the oral opiates. The health care professional reported that the patient started feeling better on (B)(6) 2015. A motor stall was seen at initial interrogation when the patient went in to get the pump refilled and it was unknown as to whether patient had a magnetic resonance imaging (MRI). The motor stall occurred on (B)(6) and recovered about an hr later. The pump stalled again on (B)(6) and no recovery was noted on the logs. The patient was to see the doctor on the week of (B)(6) 2015 and come up with a plan to replace the pump. No patient symptoms were reported. Surgical intervention did not occur and it was unknown as to whether it had been planned. If additional information is received, the a follow up report will be sent.